Event description:
When surgeon activated the covidien needle tip bovie there was a loud pop and sparks from the needle tip. The tip was replaced with the same brand, but a different lot number, which also sparked. There was black char noted on the drapes in both instances. No pt harm.